Event description:
Peritonitis [peritonitis]. Case narrative: initial information received on 03-apr-2019 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age female patient who experienced peritonitis, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included borderline ovarian tumour. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Underlying disease: borderline ovarian tumour. On an unknown date, one sheet of seprafilm was used (application site: the vaginal stump, beneath the wound) after irrigation of the vaginal stump only during total hysterectomy for borderline ovarian tumour. On an unknown date, the crp increased after surgery, and did not decrease. Intraperitoneal inflammation was suspected, and laparotomy was again performed. The application site of seprafilm was slightly cloudy, but culture test yielded no bacteria. No particular infection was observed, and the abdomen was closed after re-irrigation. The condition became stable. Appearance site: in the pelvis (the part of the site was coincided with the application site of seprafilm). Bacterial culture: negative. On an unknown date, the peritonitis resolved. The patient developed an event of a serious peritonitis. This event was assessed as medically significant. Relevant laboratory test results included: bacterial test - on an unknown date: negative [presence]. Final diagnosis was mild peritonitis. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on an unknown date for peritonitis. Reporter comment: invasion of the adverse event, concomitant drugs, concomitant medical device: inadequate intraperitoneal irrigation seprafilm might be the cause of the peritonitis. Additional information was received on 11-apr-2019: investigation summary # (B)(4) was received (event ID: (B)(6)). Company comment was added.